Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging a power issue with their onetouch ultramini meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient reported skipping their usual dose of medication in response to the alleged issue, specifically 20-25 units of levemir. The patient reported developing symptoms of "dizziness, blurred vision, fatigue and frequent urination" one day later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca determines that the meter battery needed to be replaced. The patient did not have a battery available at the time of the initial call. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.